Event description:
It was reported that the patient developed a skin irritation due to the pod adhesive. The patient scheduled an appointment at the hospital where a patch test was performed. It was identified the patient is allergic to colophony/rosin. The pod reportedly fell off the infusion site, causing the cannula to dislodge. No treatment or prescriptions were required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.